Event description:
Information received indicates, the head up function is not working.

Manufacturer narrative:
The technician found the pump was operating, but no fluid was running to the head cylinder. The technician replaced the hydraulic power unit to repair the bed.